Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body damage a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had noise in the image. The issue was found during a therapeutic bladder stone removal, which was completed with the same device. There were no reports of patient harm.